Event description:
It was observed that during the device inspection, the small intestinal videoscope air/water tube and air/water cylinder had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material adhered to air water cylinder and air water tube possibly because, the reprocessing was not conducted properly due to leakage from distal end. There was no physical damage where the foreign material was found. However, olympus could not identify a definitive root cause of the event. The suggested events may be detected and prevented by handling device in accordance with the following IFU. IFU states detection methods in sif-q180 operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.